Event description:
A customer in (B)(6) contacted biomérieux to report the two occurrences (two different patients) of a misidentification of staphylococcus aureus as staphylococcus lugdunensis in association with the vitek® 2 gram-positive (gp) identification (ID) test kit. The isolates were obtained from vaginal swabs. The customer stated they sent the isolates to a partner laboratory for confirmatory testing. The partner lab reported identifications to staphylococcus aureus via maldi-tof method. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed due to the misidentification of two (2) patient strains of staphylococcus aureus as staphylococcus lugdunensis with the vitek® 2 v7.01 gp card. The customer submitted the two (2) patient strains (s1 and s2) for evaluation. The intended identification to s. Aureus was confirmed for both strains on vitek® ms v3 (knowledge base v3.0). On vitek 2 (v7.01) gp cards, one (1) card of the customer lot (cl : 2420628103) and one (1) card of a random lot (rl : 2420414203) were tested from cba subculture under co2 atmosphere. Both card lots gave a very good identification to s. Aureus (94%) for strain s1 and good identification to s. Aureus (91%) for strain s2. The customer misidentification to s. Lugdunensis was not reproduced in-house whatever the lot tested. The vitek 2 gp card performed as intended and no further action is required.